Event description:
Related manufacturer reference number: 2017865-2024-01773. It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right atrial lead and the right ventricular lead were exhibited noise over-sensing. Isometric test was performed. The noise was not reproducible. No intervention was performed. The patient was in stable condition and would be further monitored.